Event description:
The ocd ls performed a correlation study between vitros trop I es and trop I reagents. At the time of the correlation, the trop I result was considered to be the correct result. A false negative result was obtained using the vitros trop I es reagent. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The biased results were not reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that no false negative results were obtained using trop I es reagent, however, the results obtained are consistent with false positive results for the vitros trop I reagent. The root cause is most likely an unk interferent in the sample.